Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: no image displayed due to malfunction of the charge-coupled device (ccd) unit, according to the evaluation the malfunction of the ccd unit may have been caused by uv deterioration of the sensor materials. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed due to faulty charge-coupled device (ccd) unit." In addition, there were kinks noted the unit¿s cable. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing the screen was black and the image does not appear on the camera head, when being used. There was no report of patient involvement.